Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and indicated that the stylet/guidewire was broken and damaged and the guidewire was unraveled. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the competitor guidewire became stuck in the lead. It was not able to be removed without forceful strength and the guidewire snapped. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.